Event description:
It was reported that over the last nine (9) months, several patients had suffered bowel perforations during/upon polypectomies using erbe electrosurgical units (esus/generators). Note: the equipment was distributed by erbe electromedizin, our parent company, to another country's hospital. The esu is similar to erbe USA's generator model vio 300 d, but not distributed in the u.s.

Manufacturer narrative:
Requests have been made to the facility to obtain specific information regarding the patient incidents. Currently, the unit is being evaluated by the countries healthcare authorities. Upon their evaluation, the esu is to be inspected/tested by an erbe representative. A follow-up to this report will be filed upon receiving additional event information if provided and test results.